Event description:
It was reported by the rep that (2) atw35 were used during a laparoscopic assisted vaginal hysterectomy. It was reported that the surgeon attempted to fire the instrument and it would not fire. Surgeon pulled a second stapler and it would not fire. Surgeon pulled a third stapler and completed the case. There was no pt consequence.